Manufacturer narrative:
Implanting clinician performed an explant procedure on (B)(6) 2021. No further issues were reported after the explant. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, patient picking the wound or engaging in strenuous activity, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the reason for the rejection of the stimulator is related to the patient having metal allergies and a history of rejecting stimulators. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the discomfort/stimulator rejection is due to the patient being a poor candidate due to health, weight, age, or mental capacity and the clinician knowingly implanting the device (clinician user error).

Event description:
Patient stated that body was rejecting the implanted stimulator. Pain noted pain, swelling and an open and bleeding incision.